Event description:
In june 2002 the end-user called medtronic and stated that the cannula housing became detached from the tape. In august 2002 maersk medical a/s received the complaint and 1 used and 23 unused infusion sets. The near-incident took place.